Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
Today a couple of hours after a successfully crt implant procedure, the patient suffered a pericardial effusion. The guidewire used to position the crt lead supposedly perforated the target vessel. The effusion resulted in a cardiac tamponade; so the patient underwent cardio-toracic surgery to resolve the issue. During this procedure the quartet1456q crt lead was removed and a new epicardic bipolar lead was implanted. Patient conditions are good and stable.

Manufacturer narrative:
Complaint investigation underway.

Event description:
Today a couple of hours after a successfully crt implant procedure, the patient suffered a pericardial effusion. The guidewire used to position the crt lead supposedly perforated the target vessel. The effusion resulted in a cardiac tamponade; so the patient underwent cardio-"thoracic" surgery to resolve the issue. During this procedure the quartet1456q crt lead was removed and a new epicardic bipolar lead was implanted. Patient conditions are good and stable.